Event description:
The customer stated that for the past several weeks, sodium assay results generated by the architect c8000 analyzer have been higher than expected. The customer has replaced the ict module twice and pt samples have ranged anywhere from 147 to 171 mmol/l. Controls have also followed a pattern of being out of spec high, then out of spec low. No suspect pt results have been reported from the lab. There is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. A final report will be issued at the conclusion of an investigation.